Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the product confirms it has fractured at one end and not all the pieces were returned. Besides the fractured area the part shows no signs of damages. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted.

Event description:
It was reported the instrument broke during use. No adverse consequences to patient or surgical delay. No further information is available at the time of this reporting.

Event description:
It was reported the device fractured during explantation of the humeral rasp. No pieces were retained by the patient. No surgical delay. No further information is available at time of this reporting.

Manufacturer narrative:
(B)(4).